Event description:
It was reported the patient was unable to find an hcp to refill her pump. The patient was fine until she missed the refill date. The patient then experienced withdrawal symptoms of: peripheral vision problems, severe body pain, return of back pain, and was incoherent when ambulance took the patient to hospital. The patient was hospitalized for 5 days and was transferred to 3 hospitals in that time frame. While the patient was at one hospital, it was verified that the pump was dry. However, the hcp that was contacted, stated that he had paperwork that showed that the pump should not be dry, and refused patient care. The patient was transferred to another hospital, where her pump was refilled. The patient was feeling better after the pump was refilled, although continued to have vision problems. The drug in the pump was morphine sulfate. The patient was home and in fair condition. Additional information has been requested, a follow-up report will be submitted, if additional information becomes available.